Event description:
It was reported that this patient with this pacemaker experienced a cardiac arrest due to a non-specific product performance allegation. The patient was taken in ambulance to the emergency room. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was requested from the field in which no pertinent information was obtained.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.